Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up on (B)(6) 2019. Device interrogation showed the battery voltage was low. On (B)(6) 2019, the device was again interrogated and showed the battery voltage was normal. The physician elected to monitor the device with a two-month follow-up. There were no adverse consequences to the patient prior, during and post follow-up and was in stable condition.